Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% target lesion area was located in a moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured at 6 atm. The device was simply removed from the patient's body. Subsequently, all components were completely removed. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.